Event description:
Boston scientific received information that for the past two months, this patient has experienced muscle stimulation on this left ventricular lead. No root cause was assigned, and at two previous follow up appointments the lead was reprogrammed and the muscle stimulation dissipated. However, it was recently noted at another follow up that the muscle stimulation persisted after the previous reprogramming. The patient noted that some point, the muscle stimulation suddenly completely stopped, however the patient did note and increase in heart failure symptoms along with breathlessness and lethargy. It was noted while checking the lv lead that loss of capture was present due to increased pacing thresholds. It was suspected a lead dislodgment has occurred, as the lead had likely pulled back from the previous position that was causing the muscle stimulation, however resulted in the increased thresholds. The lead was once again reprogrammed to a higher output, and capture was restored. The physician will continue to monitor the patient at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.